Event description:
The patient reported that he noticed a small hair inside the cartridge after he filled it with insulin. A family member stated that it was the size and appearance of an eyebrow hair. The patient did not use the cartridge and did not deliver the insulin. This complaint is being reported because of the possibility of environmental contamination of the cartridge.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: a retain cartridge from lot # 201578 has been evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. During investigation there were no signs of any foreign objects or material inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.